Manufacturer narrative:
The investigation into the priming issues has been completed. The impella device was returned for evaluation. The root cause of the priming issues was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the device would not prime. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.